Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for needle hub separates and shield does not detach as intended due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates and shield does not detach as intended due to unknown lot number. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates and shield does not detach as intended) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from the syringe 0.3ml 30ga 8mm 7bag 420cas jp before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were reported in syringes (326638) from unknown lot: hub separation x1. Unable to detach the shield x1".